Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump was programmed 2.0 units fix prime with water reservoir, the water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner and minor scratched lcd window. No broken case near the battery cap area noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the reported that the insulin pump was chipped near the battery cap. The customer reported that they received no delivery alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer performed fixed prime and the insulin did not exit. The customer was advised to replace infusion set and reservoir. The customer performed manual prime and the insulin did not exit as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.